Manufacturer narrative:
The device was returned for evaluation, the reported event was confirmed for failed power supply during a switch upgrade. The evaluation also found that the connector broke off the main board. The non-olympus lamp was over 300 hours which need replacement. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii xenon light source power switch was stuck in the off position. The device was unable to turn on. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation determined that the device was manufactured before the power switch design change. Therefore, it was assumed that the power switch was damaged due to the operating force applied and the number of times exceeded the original assumption. Additionally, since it was over seven years that the device was manufactured and installed. It was assumed that the power could not be turned on due to a worn-out converter.